Manufacturer narrative:
(B)(4).

Event description:
He product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and passed. A receiver functional test was performed and passed. A review of the receiver log was performed and the complaint was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the threshold was missing. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and passed. A receiver functional test was performed and passed. A review of the receiver log was performed and the complaint was not confirmed.